Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 127.0 cm was returned for analysis. The outer and inner coils were stretched. The helix was missing. The inner and outer insulation were separated and 21.5-100.5 cm from the distal end of the ring electrode. External insulation abrasion was noted at 9.4-9.7 cm from the distal tip consistent with lead friction to another device or feature of the heart. The remaining damage found was sustained during the surgical procedure. Electrical testing could not be performed on the outer coil due to explant damage. Without return of the entire lead, a complete analysis could not be performed. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
This report is to advise of an event observed during analysis.